Manufacturer narrative:
Device evaluation: the product was not returned for evaluation; however, a photo was received at the lab and visual inspection of the sample was completed on 1/15/2025. The photo displays the suspect product and the plunger rod tip can be observed to be fully advanced. The cartridge and cartridge tip can be observed to be damaged. Due to no product received, no further evaluation could be performed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The complaint issue "cartridge tip cracked/damaged" was identified during photo evaluation. The observed "cartridge damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. Therefore, there is no indication of a product deficiency or product malfunction. Additional information: additional information received on 2/3/2025 reporting that there was no contact with the patient. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded monofocal intraocular lens was failed to be released due to the defect of the cartridge tip. No other information was provided.